Manufacturer narrative:
Corrected and or additional information is included in the following sections: d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a damaged retractor band and controllers. A field service engineer replaced the retractor band, half height controller, pyxibus controller and sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, not on communication bus and retractor band connection was burnt. During device inspection a field service engineer confirmed that there was no visible thermal damage, just a connector that had corrosion. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, not on communication bus and retractor band connection was burnt. During device inspection a field service engineer confirmed that there was no visible thermal damage, just a connector that had corrosion. The customer confirmed that there was no delay or harm to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a damaged retractor band and controllers. A field service engineer replaced the retractor band, half height controller, pyxibus controller and sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.